Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited oversensing of sensing integrity counter (sic). Oversensing occurred fairly frequent with use of the abdominal muscle. The physician felt that the possible cause was degradation. X-ray revealed no issue. The patient was being monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received indicated that the malfunction identified in this regulatory report is for a different model/serial number which is captured in regulatory report number 2182208-2019-00724. If information is provided in the future, a supplemental report will be issued.